Manufacturer narrative:
The log file of one of the two devices experiencing the reported problem were provided for the investigation. The log file analysis shows that the device detected a malfunction regarding the proximal flow measurement which indicated a broken neo flow sensor wire. The root cause for the issue is a faulty neonatal flow sensor or a neonatal flow sensor cable. The device reacted as specified to the deviation by posting the alarm message ¿neonatal flow sensor failure¿ in combination with an audible alarm to alert the user. In case of a problem regarding the proximal flow measurement, derived flow and volume measurements are not available or might be not plausible. However, other than reported the ventilation continues based on the current settings.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that a neonatal patient with severe carbon dioxide retention and respiratory failure required invasive mechanical ventilation to support his breathing. After the ventilator passed the pre-use test, it was connected to the patient. It was reported that it failed to ventilate the patient and no ventilation as possible which caused the oxygen saturation and heart rate to decrease. As a result, the ventilator was replaced. The oxygen saturation and heart rate decreased during the event. The problem reportedly further resulted in a delay of the patient treatment, may aggravate the patient hypoxia symptoms and a series of adverse consequences.